Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s wife stated a police officer found the patient passed out in his car. He stated that the patient was starting to regain consciousness and the police called the paramedics. The paramedics arrived, they checked the patient¿s bg with a meter and the value was 30 mg/dl. The patient¿s wife was not aware of what the cgm was reading at the time of event; however, she stated it had to have been 113 mg/dl based on the history of their data in her follow application. The patient was treated with d50 to increase their glucose levels and did not have to go to the hospital. At the time of event, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.